Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient experienced vomiting, and stomach cramps. The cgm readings were erratic at that time, but no specific cgm reading was reported. When a fingerstick was taken by the patient´s wife the cgm reading was 120 mg/dl, and the blood glucose reading was above 520 mg/dl. An ambulance was called and the patient was brought to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 500 mg/dl while the cgm reading was lower (not specified). The patient experienced diabetic ketoacidosis. The patient was treated with intravenous insulin, insulin via injection, and zofran. The patient was discharged after approximately 6 days. The patient stated that the hospitalization resulted in weight loss. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid prior to ambulance arriving. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.